Manufacturer narrative:
The device is expected to be explanted and returned for analysis. This report will be updated upon completion of the investigation. (B)(4).

Event description:
It was reported during ongoing use, the device was exhibiting rapid battery depletion, and it had only been implanted for 5 years. Technical services reviewed disk analysis and determined that the power consumption has been increasing for over a year, and is expected to continue to increase. Device replacement was recommended. It was also indicated that the malfunction is consistent with other accolade pgs that have had continuous average of power increases. Assuming that the behavior remains unchanged, there is sufficient battery capacity to support therapy and replacement for up to 90 days. No adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the device was exhibiting rapid battery depletion, and had only been implanted for 5 years. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed that the power consumption had been gradually increasing, and would continue to increase. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.